Event description:
According to the reporter, during a laparoscopic vats (video-assisted thoracoscopic surgery) lobectomy procedure, the reload was difficult to attached into the device. At the time of stapling the lung tissue, the device did not fire; the blade did not move. The device then locked on tissue. A manual driver was used to remove the device, but it did not work. A manual handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(4). Egia60axt egia60 artic extra thicksulu (lot#: unknown). Sigpshell, sig power sigpshell control shell (lot#: unknown). Sigmret, sig power sigmret manual retract tool (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no visual abnormalities. Functionally, the handle was received with a fully depleted battery and was inserted into a device to charge. Eventually, the charging light emitting diode (led) of the charger turned flashing red. The handle was removed from the charger but it did not initialize and was opened up. It was reported that the instrument did not activate and execute the firing sequence and the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Additionally, the investigation detected reported conditions of open cid, vimr, cov and true end of life that had no relationship to the reported condition. The evaluation detected an unreported condition: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. Functionally, the current interrupt device (cid) for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate. The most likely cause for the additional condition is traced to a component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified: the unit had reached end of life. Functionally, an adapter was attached to the handle and a reload was able to be attached without issue but was not recognized due to the end of life state. Analysis of the handle data shows the handle firing without any partial fires or partial retractions or sudden stops during retractions. The most likely cause for the additional condition is traced to an identified end of life problem. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Also, unreported condition was identified: the battery data was analyzed. It showed the vimr, voltage imbalance at rest, bit was set to fail. Functionally, the vimr, voltage imbalance at rest, bit set to fail. The battery data was taken from the handle and the cov (cell over voltage) permanent failure was tripped. The handle initialized without issue. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.